Event description:
Information was received from the health care provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that over the battery area sometimes gets hot and gets jolts from there. Clinical diagnosis was overstimulation. The patient had one episode where after charging her device, her pain had increased significantly and the device had switched off. No issues with battery found. Electrodes 0,1,2,13,14 and 15 were low. Device was reprogrammed on 2026-may-05 and awaiting outcome. Outcome was ongoing. Etiology was a causal relationship to the device or therapy specifically to programming on (B)(6) 2026. Age at consent was 73 years old. Additional information was received reporting that no additional actions/ interventions will be taken at the moment unless issue still persists at next appointment. No specific cause found but staff thought it may be due to overstimulation, hence the re-programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.